Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial pump stopped several times without alert or alarm conditions. As a result, an alternate device was employed. The surgical procedures was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The suspect roller pump is being returned to the subsidiary repair center for repair.